Manufacturer narrative:
Legal manufacturer: hcs madison (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Screws on the back of the panel of the bag / ventilator switching lever were loose and retightened to resolve the issue.

Event description:
The hospital reported an error that could result in an inability to switch ventilation modes as expected. There was no report of patient involvement.